Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer's site. After evaluation of the instrument, the cse checked alignment of all probe reagents, checked for presence of bleach, checked distributions and aspirations of wash station and checked bubble detection, and all passed. The cse then performed precision testing on level 1 and 2 of quality controls, which passed. Siemens is currently investigating the issue.

Event description:
A discordant, false negative total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. Previous results obtained for the patient were positive for hcg. The sample was repeated on the same instrument, resulting positive for hcg. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative total hcg result.

Manufacturer narrative:
The initial MDR 2432235-2016-00307 was filed on june 8, 2016. Additional information was received on 07/06/2016: the customer has not experienced additional discordant results after the instrument was serviced. A siemens headquarters support center (hsc) specialist concluded the discordant result could not be verified as a hardware issue. The cause of the discordant, false negative total human chorionic gonadotropin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.